Event description:
It was reported that a patient experienced pocket discomfort while the stimulation was on or off. The physician decided to revise the ipg site as it was not located in a good spot. The patient is expected to fully recover following the surgery.